Event description:
It was reported that a 1000 ml eva bag leaked. It is unknown at what step of the process this occurred. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.